Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 years and 8 months following the transcatheter bioprosthetic aortic valve implant, the patient presented to the emergency department with generalized weakness, fever, lethargy and dysuria. The physician was not concerned for endocarditis. The diagnosis was sepsis and a possible urinary tract infection (uti). An intravenous antibiotic was administered. The initial electrocardiogram (ECG) noted st segment depressions in the anterior leads but this had resolved on the follow-up ECG. A chest x-ray identified central vascular congestion and diffusely prominent bilateral interstitial opacities with kerley b lines were identified which was a concern for interstitial edema. There were no focal infiltrates. The following day another chest x-ray was performed which noted improved interstitial edema and decreased central vascular congestion, now mild. There was minimal streaky bibasilar opacities which likely reflected atelectasis. There was no focal consolidation. Computed tomography (CT) imaging performed on this same date noted no acute or chronic pulmonary embolism. A transthoracic echocardiogram (tte) also performed this date noted sinus rhythm and that the left ventricular ejection fraction (lvef) and prosthetic aortic valve mean gradient measured ¿slightly higher¿. Additionally, the mitral valve regurgitation had decreased. Per the physician, the events reported were not related to the medtronic products. The patient was discharged 10 days following admission. Overall, the event was reported as unresolved.